Manufacturer narrative:
Unit was received with no up and down button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that insulin pump had been dropped and as a result, the up and down buttons were not responding. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.